Event description:
Fracture was suspected on this lead. Lead was partially extracted but, due to complications, extraction was terminated and the lead was cut and capped at the trifurcation. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.